Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey source of mesh, third mesh had pneumonia on one patient.